Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data was reviewed and confirmed that precision strips showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving ER-3 message on her adc freestyle libre reader and the "reader keeps asking to insert a test strip when it is not used to perform a blood test using the port". Customer further reported that she experienced a loss of consciousness as she was unable to test and was seen at a hospital where she was diagnosed with hypoglycemia and was treated with glucose via IV. There was no report of death or permanent impairment associated with this event.